Event description:
It was reported that inadequate capture, noise resulting in oversensing, reduced r-wave amplitude, high pacing impedance, and high defibrillation impedance were noted on the right ventricle (rv) lead. Abbott technical support was contacted and a revision procedure was performed. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.